Event description:
It was reported that the measured o2 concentration was lower than the set value. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. The reported deviation of o2-concentration was not reproduced during test of the returned oxygen gas module in a reference ventilator. No deviation during pre-use check and no alarms were generated during ventilation, nor any deviation during tests in the production test system. No device logs have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).